Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# j10986r44, serial# implanted: (B)(6) 2002, explanted: product type catheter; product ID 8709, lot# j0039913r, serial# implanted: (B)(6) 2000, explanted: product type catheter. (B)(4).

Event description:
It was reported that the patient had a catheter break in 2002. Additional information has been requested, but was not available as of the date of this report.